Event description:
It was reported that while doing a revision of non-stryker product the screwdriver tip broke while tightening screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that the screwdriver broke could be confirmed since the returned device matches the reported failure. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The device was used to remove a non-stryker device. Please note that the current IFU reads: do not use components of stryker product systems in conjunction with components from any other manufacturer¿s system unless otherwise specified. Therefore, this case could be classified as user-related (deviation from user instructions). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that while doing a revision of non-stryker product the screwdriver tip broke while tightening screw.